Event description:
It was reported that during a procedure utilizing the trochanteric fixation nail (tfn) set, one of the set screws broke intraoperatively. The surgeon removed the broken screw and used a screw from another tfn set. The procedure was completed with minimal delay. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
This device is used for treatment and not diagnosis. The product development event evaluation stated: the design is adequate for its intended use. However, the lock prong was in good condition with the exception of the locking tab having been sheared off. From which, it cannot be definitively determined if or by what means the locking mechanism was deployed; therefore this complaint is indeterminate from a design perspective. Placeholder.

Manufacturer narrative:
Manufacturing evaluation, visual inspection report indicates the locking mechanism was in the correct position at the time of manufacture. The material was verified to be tialb with niton 07. Dimensional inspection cannot be performed due to damage. Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.(B)(4)

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional product code includes hwc a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.